Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient paged at approximately 4am today with controller fault and pump off. Emergency medical services (ems) arrived, and system controller was exchange was performed. The patient and ems stated that the pump was off, low flow alarm and yellow wrench active. The patient stated alarms had just started when the patient paged. Upon interrogation it appeared the pump has been off since at least 11:45pm last night. The patient stated at some point they thought their driveline may have been disconnected and reconnected it. The driveline was connected when ems arrived. Log files labeled (B)(6) on (B)(6) 2025 are from faulty controller log files labeled (B)(6) on (B)(6) 2023 are from current controller. The log files were submitted for review. It appeared that the system controller had internal fault alarms beginning between 10:55 pm and 11:55 pm on (B)(6) 2025. Due to the number of constant alarms, the event history does not go back far enough to display the exact moment that the alarms began. Therefore, they were not able to determine if there was an exact cause for the alarms. There were no further fault alarms following the system controller exchange. The new controller did note a few low flow alarms following the system controller exchange at 5:52 am and a few at 10:59 am.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump off event; however, a specific cause for this event could not be conclusively determined. The controller event log file contained events from 15nov2025 through 16nov2025. Controller internal fault, loss of left ventricular assist device (lvad) communication, low flow, and lvad off hazard alarms were captured throughout the entirety of the file. The onset of these events was not captured. Intermittent no external power, power cable disconnect, and backup battery fault hazard alarms were also captured. Also of note, the lvad and motor serial number and lvad software version were not captured throughout the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information about whether any products would be returned; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.